Manufacturer narrative:
The reported complaint that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cells. The cracked front enclosure and the defective load cells were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform revealed a cracked front enclosure, unrelated to the reported complaint. The observed physical damage could be the characteristic of harsh impacts due to user mishandling. The damaged front enclosure needs to be replaced to address the observed issue. Also, unrelated to the reported complaint, observed the pdb cable shroud in the autopulse platform battery bay was slightly bent, making a autopulse battery insertion not smooth. The pdb cable shroud needs to be replaced to address this observed issue. The customer was advised to check the actual autopulse battery connectors for any damage in which may cause damages to the new connector on the autopulse. Review of the archive data showed multiple ua07 advisory messages; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cells were defectives, exceeded normal parameters. The load cells needs to be replaced to remedy the fault. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.